Event description:
A patient reported that their insulin pump had malfunctioned by shutting off twice without any user action, creating interruptions in insulin delivery and posing a risk for hyperglycemia. Additionally, the pump failed to register the correct insulin amount during cartridge changes, displaying inaccurate readings and requiring the patient to reload a new cartridge, leading to wasted insulin and a potential for dosing errors. There was no adverse impact to the customer's blood glucose level. The pump is out of warranty and cannot be repaired or replaced, and the patient declined further follow-up from customer technical support.